Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a urinary tract infection and that his blood glucose exceeded 300 mg/dl. The customer was treated with insulin and antibiotics. Troubleshooting was initiated for the insulin pump and no apparent anomalies were found. The drive support cap was normal and the insulin pump delivery settings were accurate. However, a high pressure test could not be performed due to lack of a tubing clamp. No products were returned or replaced and a tubing clamp was shipped to the customer.